Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s inner cannula was ¼ bent at a different angle from the end and was not going in properly. The patient ended up placing the old inner cannula back to his "trach" to resolve the issue.